Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Additionally, this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an out of range shock impedance measurement of zero ohms was recorded for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. Additionally, an out of range pacing impedance measurement was also recorded on the right atrial (ra) lead. The specific ra pacing impedance measurement was not determined. Noise was also observed on the recent stored electrogram (egm). Subsequent shock impedance measurements and ra pacing impedance measurements were stable and within normal limits. Technical services (ts) discussed the potential of electromagnetic interference (emi) and recommended troubleshooting options. Available information indicates this product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.